Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; persistent endoleak type ia, coiling of sac and resenting of right renal artery. Clinical evaluations was unable to find substantial evidence to support the following reported events; the resolution of the endoleak. Additionally there was evidence to reasonably support the following observations; left groin hematoma due to a left common femoral artery pseudoaneurysm, thrombin injection, movement of proximal cuffs, and left brachial hematoma with surgical evacuation. The most likely cause of loss of seal was related to the off-label product use conditions of concomitant renal snorkels in the presence of a juxtrarenal aneurysm (intentional user error). Additionally, there was stent movement of the previously placed proximal extensions, also most likely related to the juxtrarenal aneurysm and off label bilateral renal artery snorkels. Associated clinical harm for this device malfunction included: type ia endoleak, aneurysm enlargement, and a secondary endovascular procedure. Procedure related harms included: hematoma and an additional surgical intervention. The final patient disposition following the secondary endovascular procedure was discharged home on post-operative day twelve in fair condition. Additionally, at the index, the following procedure related harms were determined: left groin hematoma, pseudoaneurysm, and an additional endovascular procedure (thrombin injection). The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated, one infrarenal extension, and two suprarenal extensions completed on (B)(6) 2013. It was noted that the patient was outside the indications for use; however, the physician elected to proceed with the initial implant with the placement of bi-lateral renal stents (snorkel) in conjunction with the afx stent graft to obtain proximal seal. Patient presented symptomatically approximately 4 years post-op with a type ia endoleak. A secondary intervention was completed on (B)(6) 2017 to re-stent the left renal artery with an icast stent which did not resolve the leak. The physician then coil embolized the sack and placed a cook nestor coil to successfully resolve the leak. Patient is reported to be in stable condition post secondary procedure.